Event description:
A cartridge alarm was reported by the customer. There was no adverse impact on the customer's blood glucose level. Technical support confirmed that this issue did not occur during the load process and arranged for a replacement pump after verifying that the alarm occurred with consecutive cartridges. The customer was instructed to return the malfunctioning pump to tandem and acknowledged understanding of the process. The customer was also advised on programming settings and connecting their cgm to the new pump and planned to use multiple daily injections as a backup therapy.